Event description:
It was reported that the microcatheter broke which leads to patient's drug doses falling short of medical prescriptions. A 135/20 renegade hi-flo catheter-infusion was used in the continuous transcatheter hepatic artery drug delivery for hepatocellular carcinoma. During usage, it was noted that the microcatheter was damaged and leaking resulting in patient's drug doses falling short of medical prescriptions. The specific lost drug dose could not be assessed. The microcatheter was removed and a spare large catheter was used to administer the drug. There were no obvious signs of harm and the patient was under further observation.

Event description:
It was reported that the microcatheter broke which leads to patient's drug doses falling short of medical prescriptions. A 135/20 renegade hi-flo catheter-infusion was used in the continuous transcatheter hepatic artery drug delivery for hepatocellular carcinoma. During usage, it was noted that the microcatheter was damaged and leaking resulting in patient's drug doses falling short of medical prescriptions. The specific lost drug dose could not be assessed. The microcatheter was removed and a spare large catheter was used to administer the drug. There were no obvious signs of harm and the patient was under further observation. It was further reported that the the catheter was 20cm in when the leak was noted outside the patient about 10cm. After procedure during ward round, the physician decided to draw the device from patient.